Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found during analysis.

Event description:
It was reported by the patient that the remote monitor was not receiving power. Several outlets were tried but the situation did not resolve. A new power cord was ordered for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.